Event description:
"During the operation and while the surgeon was trying to ligate with the direct drive laparoscopic clip applier, the specific clip broke and as a result half of the tip stayed in the abdomen at the pt". Original customer experience report. All component parts were retrieved from pt. Numerous attempts to contact hosp and user via distributor have not been returned.